Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this pacemaker system, difficulties were encountered inserting the terminal pins of the lead into the header. There was some bunching of the terminal boot noted. In addition, the port was burped with each insertion and the terminal pins were cleaned before insertion; however, they were still found to be difficult to insert. The system was able to be implanted and remains in service. No adverse patient effects were reported.